Manufacturer narrative:
In the initial investigation it was found that user was using an unsupported mobile device. User was using a oneplus5. Per labeling and dario's website the oneplus5 is not listed as a supported device and hence should not be used with the dario ((B)(4)). Meter been requested for further investigation.

Event description:
On (B)(6) 2018 the user contacted dario to report he received elevated blood glucose readings all evening using the dario meter. He noted he corrected elevated readings with bolus insulin. However, after feeling ill he took his blood glucose with another meter and found his blood sugar to be between 3.1-3.3 mmol/l (56-59 mg/dl). He reports he did not seek the treatment of a medical doctor nor did he visit the hospital. Device and strips have been requested for investigation.

Manufacturer narrative:
In the initial investigation it was found that user was using an unsupported mobile device. User was using a oneplus5. Per labeling and dario's website the oneplus5 is not listed as a supported device and hence should not be used with the dario ((B)(4)). Meter been requested for further investigation. Meter has not been received.

Event description:
On (B)(6) 2018 the user contacted dario to report he received elevated blood glucose readings all evening using the dario meter. He noted he corrected elevated readings with bolus insulin. However, after feeling ill he took his blood glucose with another meter and found his blood sugar to be between 3.1-3.3 mmol/l (56-59 mg/dl). He reports he did not seek the treatment of a medical doctor nor did he visit the hospital. Device and strips have been requested for investigation and have not been received.